Manufacturer narrative:
Follow-up #1 date of submission 12/21/2016-additional information: the reporter contacted animas on (B)(6) 2016 with the following additional information:the reporter indicated that the patient discontinued insulin pump therapy on (B)(6) 2016 due to a dim display, causing an inability to read the screen. The patient was allegedly admitted to the hospital with a diagnosis of cellulitis in addition to a blood glucose reading of 500 mg/dl with no symptoms or detected level of ketones. The patient was treated by the health care provider with insulin via injection. The patient could not conclusively report if a pump malfunction caused or contributed to the alleged blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient was hospitalized and treated by the healthcare provider for high blood glucose. The reporter also stated that the patient discontinued insulin pump therapy. Customer technical support has made several attempts to contact the reporter in follow-up; however, no further information was obtained related to this complaint. If additional information is provided, a follow-up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.